Event description:
It was reported that pt presented with an opacified lens 9 years post lens implant. Reportedly the pt is "seeing white through one eye". The pt's current prognosis and treatment plan was described as "lens must be removed by cutting out optic and replaced with a sulcus fixated lens". Additional information was requested, but has not been received to date.

Manufacturer narrative:
The reporter (doctor) indicated that she is not the implanting surgeon. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.